Event description:
It was reported that the patient presented to the hospital with a technical system controller alarm (wrench symbol). The controller was exchanged and the alarms resolved.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault and corresponding lit yellow wrench symbol was confirmed via the downloaded log files but was not reproduced during testing of the returned heartmate 3 system controller. On (B)(6) 2025 at 22:00:54, the log file captured driveline communication fault alarms due to intermittent comm b faults. The alarm was active until the driveline was disconnected on (B)(6) 2025 at 10:00:14 and shortly after, both power cables were disconnected. This series of events is consistent with the controller exchange. The driveline communication fault alarm did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event dates in the log file. The returned controller, serial number (B)(6), was functionally tested and passed. The controller was connected to a test power module, system monitor, and mock circulatory loop and run for an extended period without any issues or atypical alarms producing. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 31mar2025. The heartmate 3 instructions for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication fault alarms. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A driveline communication fault occurred. The patient was stable post controller exchange.